Event description:
It was reported that device was causing noise due to a setscrew issue. The device was reattached to the chronic lead and the issue was resolved. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.